Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's act button was not responding properly. Blood glucose level at the time of the incident was over 360 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to flattened button domes witches. No unlock on lcd keypad connector noted. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to button keypad anomaly. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.